Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after filling a cartridge with 300 units of insulin. Customer did not practice proper air removal technique. The customer¿s blood glucose level was 200 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.